Event description:
Information received from the field does not address the patient's clinical status but notes notes ventricular oversensing. The physician observed constant noise on the ventricular sense amplifier. The ventricular sensitivity was decreased to 10mv, but the noise was still noted. After changing sensitivity to 0.5mv, the noise disappeared. The device will be replaced.